Event description:
Caller reported a malfunction on pump identified as code malf 9, with fault ID 9-0x20f1, and no notable events occurred prior. There was no adverse impact to customer's blood glucose level. Customer successfully reset pump with assistance from technical support, and was advised to continue using pump but warned to call back if malfunction recurs, which caller understood.